Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. Following successful guidewire crossing, a balloon catheter was advanced for lesion dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The ruptured balloon was replaced with another of the same model and the procedure was completed successfully. No patient complications were reported as a result of this event.